Manufacturer narrative:
An event regarding wear involving an omnifit liner was reported. The event was confirmed based on the clinicians review of the x-rays. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a medical review was preformed and concluded: "due to lack of adequate information it is not possible to solve this case with certainty although it would be a decision between normal end-of-service life and/or additional procedure-related factors. Device-related factors are not likely. X-rays or explant analysis would be required to solve this case." -device history review was not performed as the lot ID is unknown. -complaint history review could not be performed the lot ID is unknown conclusions: the reported event was confirmed however the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, additional x-rays, and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Worn poly liner. Left stem / swapped head. Removed cup / liner, replaced with competitor implant.

Event description:
Worn poly liner. Left stem / swapped head. Removed cup / liner, replaced with competitor implant.

Manufacturer narrative:
An event regarding wear involving an omnifit liner was reported. The event was confirmed based on the clinician¿s review of the x-rays. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a medical review was performed and concluded: "due to lack of adequate information it is not possible to solve this case with certainty although it would be a decision between normal end-of-service life and/or additional procedure-related factors. Device-related factors are not likely. X-rays or explant analysis would be required to solve this case." -device history review was not performed as the lot ID is unknown. -complaint history review could not be performed the lot ID is unknown conclusions: the reported event was confirmed however the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, additional x-rays, and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened. Not returned as hospital kept.